Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it stopped working; however, it was not leaking air. An assessment was performed which found that the device was full of water. It was determined that this was indicative of damage caused by immersion during cleaning which was failure to follow directions for use. This was further defined as misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device stopped working. According to the report, all they heard was air. There was no delay in the surgical procedure. A spare device was available for use. The surgery was successfully completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. If any additional information should become available, this record will be updated accordingly.